Manufacturer narrative:
As reported, the optifix device used during an incarcerated hernia repair failed, resulting in recurrence of the hernia. Based on the information available to date, no conclusions can be made as to the degree to which the fixation may have caused or contributed to the patient's postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use, supplied with the device, were reviewed and found to adequately provide instructions, warnings, and known risks associated to the use of the device. Hernia recurrence is identified in the adverse reactions section as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch mw5188835: "failure of mesh tacks used in incarcerated hernia repair resulting in hernia recurrence requiring repair."